Event description:
Reference number (B)(4). Event occurred in the united states. On 27-aug-2024, reported that patient faced infusion set difficult to remove from site after insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.